Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and priming anomaly from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that he received a new pump and tried to figure out how to get the piston down. The customer took out the infusion set and saw a bent cannula. The customer declined to troubleshoot for high readings.